Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer's blood glucose was unknown at the time of incident. Customer stated that the insulin pump buttons were unresponsive after customer has gone to the beach. No keypad anomaly troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: pump not received in stuck manufacturing mode unit passed the displacement test. All buttons functioning properly. No damage in the keypad assembly noted. The connector was inspected and properly connected. No unexpected button error alarm noted. Unit received cracked retainer, minor scratched display window and scratched case. Pump not received in stuck manufacturing mode unit passed the displacement test. All buttons functioning properly. No damage in the keypad assembly noted. J1 connector on pcba 1 was inspected and properly connected. No unexpected button error alarm noted. Unit received cracked retainer, minor scratched display window and scratched case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.